Event description:
It was reported to philips that the system was unable to acquire the live image. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed as planned on the same system. Customer reported to philips stating the focus failure. The complaint did not include further details about the nature of the issue. No service action was performed by the philips, since the service was not accepted by the customer. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported focus failure issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable.